Event description:
It was reported that pump experienced malfunction after it had possibly been dropped from a low height, with malfunction code displayed and identified. There was no adverse impact to the customer's blood glucose level. Caller contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if malfunction returned, which caller acknowledged and understood.